Event description:
It was reported that during a drug eluting stenting treatment procedure, stent embolization occurred. The target lesion was located in the heavily calcified and tortuous proximal right coronary artery (rca). A taxus liberte atom (otw) 8 x 2.25mm drug eluting stent was selected to treat the target lesion. While attempting to deliver the stent, the stent embolized in the proximal rca. Attempts to snare the stent were unsuccessful. The stent was crushed up against the vessel wall. The target lesion was treated with the implant of an promus stent. There were no add'l pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.